Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04316. The patient received two leads with different lot numbers. The patient reported she turned the system on, and felt a jolt, so she immediately turned the system off. The patient reported prior to the incident, she had felt weakness in the right leg and pain in the groin and the knee. The sjm representative was able to communicate with the ipg, but was unable to fully interrogate the system, as the patient reported a jolt when the system was turned on. The physician referred the patient for x-rays regarding her knee issue, and the scs system issue was to be addressed later.